Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that a patient's monitor response buttons would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons won't activate device) was confirmed. As received the rear response button was not functioning. Upon investigation, the rear response button cable was found to be unplugged from its receptacle. The root cause for the disconnected response button cable could not be positively identified. No adverse event resulted from the disconnected response button cable. The patient received a replacement monitor.